Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5592-53 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had no capture and higher than programmed thresholds. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.